Manufacturer narrative:
Concomitant product: d364drg ICD implanted: unknown.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv and superior vena cava (svc) defibrillation impedance. The rv lead was explanted and replaced. During the rv lead extraction, the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.